Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 236 mg/dl during the call. Prior to the hospitalization, the customer stated that her blood glucose levels were fine and then started elevating quickly throughout the day. Once the customer was in the hospital, she noticed that insulin was leaking from the silhouette infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.